Event description:
No additional information received has received the following complaint: a hcp reported, ¿vabysmo had a faulty filter needle that fractured upon insertion into the vial and the drug then leaked out.¿ the hcp did not observe an initial defect filter needle, it was only when the filter needle was being used that the drug leaked out of the filter needle. From what is understood, the leak occurred out of the filter needle as the hcp was drawing up the contents. Neither photographs nor the complaint sample are available, as the product has been disposed." The complaint is currently considered potentially critical. A full investigation is required for this complaint. For the following investigation, please: 1.describe briefly the transfer filter needle manufacturing and relevant control steps, including ipcs in place with specific relevance to quality of packaging and detection of defects that could lead to a leaking transfer filter needle. 2.review deviations or process/material changes reported for the affected needle batch, with particular focus on events that may be related to a damaged needle cannula. 3.provide your quality expert statement with regards to the observed defect.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2088584. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Has received the following complaint: a hcp reported, ¿vabysmo had a faulty filter needle that fractured upon insertion into the vial and the drug then leaked out.¿ the hcp did not observe an initial defect filter needle, it was only when the filter needle was being used that the drug leaked out of the filter needle. From what is understood, the leak occurred out of the filter needle as the hcp was drawing up the contents. Neither photographs nor the complaint sample are available, as the product has been disposed." The complaint is currently considered potentially critical. A full investigation is required for this complaint. For the following investigation, please: 1.describe briefly the transfer filter needle manufacturing and relevant control steps, including ipcs in place with specific relevance to quality of packaging and detection of defects that could lead to a leaking transfer filter needle. 2.review deviations or process/material changes reported for the affected needle batch, with particular focus on events that may be related to a damaged needle cannula. 3.provide your quality expert statement with regards to the observed defect.